Event description:
It was reported the patient experienced erosion and previously had their artificial urinary sphincter (aus) removed. The patient recently had a cuff, pump, and balloon implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.